Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the opticross hd vascular imaging catheter batch 34897562 device. During the product analysis of the returned device, the catheter did not flush, the imaging core was removed from the sheath, and the tubing heat shrink of the drive cable was observed with wrinkles. A test guidewire was inserted and no indication of resistance in tracking the wire into the catheter was noted. Also, the guidewire exit port and tip were in good condition.

Event description:
It was reported that the guidewire became entangled with the catheter. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the preparation, the guidewire wrapped around catheter. Procedure was completed successfully using another of the same device. There were no patient complications.

Event description:
It was reported that the guidewire became entangled with the catheter. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the preparation, the guidewire wrapped around catheter. Procedure was completed successfully using another of the same device. There were no patient complications.